Event description:
Healthcare professional reported xen®45 gts event in the unknown eye described as "after reloading them, xen implants stuck inside the injector lumen.couldn't say if this is related to the slimy which appears to be 'sticky' or to a problem with the pen."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.